Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2012 and suture was used. During the procedure, the needle pulled off the suture. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00946. The same patient is represented in each medwatch.